Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: evaluation revealed that the display screen was dim and discolored. Evaluation also revealed that the battery compartment was cracked along the threads. Unrelated to these issues, evaluation revealed the internal clock battery on the printed circuit board was leaking and unable to hold a charge. (B)(6)

Event description:
The pump was returned for investigation. Investigation revealed that the display screen was dim and discolored. Evaluation also revealed that the battery compartment was cracked along the threads. There was no adverse event associated with this complaint. This report is made based on results of investigation completed on (B)(6) 2014.